Manufacturer narrative:
A thorough investigation was performed that determined damages to the lens was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
A customer reported their x8-2t transducer had a crack in the lens. This created a slight sharp point on the corner of the lens. This probe is associated with the epiq cvx ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. A replacement transducer was shipped to the customer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.